Manufacturer narrative:
(B)(4). The analysis found that one pse60a device was returned in good visual condition and with no cartridge reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The manual override system was reset and the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The manual override feature the knife reverse button worked properly during testing. Event could not be confirmed as the device closed and opened without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a nephrectomy procedure, the surgeon fired the device once, and then during the second firing, the device locked out at the start of the firing sequence. Surgeon tried to reverse but could not open the device, he then used the manual lever and tried to manually reverse the blade and that did not work at all. He then tried to open the device again and could not open it. He managed to manipulate the tissue out of the device. The tissue was not stapled and it was not cut. Surgeon opened a like device to use and was able to continue without any further issues. Delay 5 minutes. There were no adverse consequences for the patient reported.